Manufacturer narrative:
Approximate age of device- the centrimag motor is not a single use device. Approximate age of the device from the onset of patient support is 25 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was being supported with a ventricular assist device for acute support starting (B)(6) 2019. It was reported the centrimag motor was making a "grinding sound". Per the clinician, nothing had been ingested into the blood pump and blood pump was seated correctly. The patient was switched to the backup system (motor, console and flow probe). The patient was not symptomatic and tolerated the exchange well. No additional information was provided.